Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was post dilated with a balloon aortic valvuloplasty (bav) for moderate paravalvular leak (pvl). During dilation of the balloon, while pacing at 160 beats per minute (bpm), the temporary pacing moved and lost capture. As a result, the valve then dislodged from the annulus into the aortic root due to full stroke volume from a normal heart rate while the balloon was inflating the valve. A second valve was successfully implanted. No additional adverse patient effects were reported.